Event description:
It was reported that during a peripheral intervention treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the superior mesenteric artery. This 300cm v-18 controlwire was selected was advanced to the lesion. The device was about 3 cm in the occluded part when it broke during the manipulation(rotation, push, pull). A 3cm part of the tip was in the occlusion and was retrieved by a snare-device. A second attempt was made with another of the same device; however, the device was unable to cross the lesion. The procedure was not completed due to another reason. No patient complications were reported and that patients status is stable.

Manufacturer narrative:
Describe event or problem: v-14 control wire updated to v-18 controlwire. Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the guide wire was fractured and two parts were returned. The proximal part is 296cm long; the distal part is 4cm, with kink at 2.1cm from distal tip. All outer diameter dimensions were within specification. The returned pieces were sent for external analysis (B)(4) to determine the root cause of the core wire fracture. The (B)(4) lab returned the following results, failure occurred due to a fatigue event in a rotational bending movement followed by a final torsion/tension overload. Both failure sites exhibited the same failure mode and corresponding characteristics suggesting a match between them. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral intervention treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the superior mesenteric artery. This 300cm v-14 controlwire was selected was advanced to the lesion. The device was about 3 cm in the occluded part when it broke during the manipulation (rotation, push, pull). A 3cm part of the tip was in the occlusion and was retrieved by a snare-device. A second attempt was made with another of the same device; however, the device was unable to cross the lesion. The procedure was not completed due to another reason. No patient complications were reported and that patients status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).